Event description:
Healthcare professional reported, right side large seroma, hematoma. Mass & capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Healthcare professional, later reported, right side capsular contracture, baker grade IV. And swelling and reactive lymph nodes (post removal). The event of "swelling and reactive lymph nodes (post removal)", has been deemed not device related.

Event description:
Healthcare professional reported right side large seroma, hematoma, mass & capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26aug2024.

Event description:
Healthcare professional reported right side large seroma, hematoma, mass & capsular contracture, baker grade unknown. Healthcare professional later reported right side capsular contracture, baker grade IV and swelling and reactive lymph nodes (post removal). The event of "swelling and reactive lymph nodes (post removal)" has been deemed not device related. The device has been explanted.